Manufacturer narrative:
The reported "pump stopped" occurred during use. According to the problem description in the complaint dated on 2020-08-04 equipment stopped during use and a emergency exchange was needed. Complete tests on the equipment was performed nd no failure detected. Release for use without restrictions. The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.3 was reviewed on 2020-0807 with the following outcome: the most possible causes for the reported failure "pump stop" could be determined as: un)intentional stop of the pump, e.g.: defective motor control electronics, pump stop intervention after technical error (e.g. Pump runaway, error head), sensor error (bubble, level, pressure(in hl20 mode), flow), software error, wrong intervention limits, unintended rpm change by user, unintended switch off by user, freeze of microcontroller sab80c517, defect of micro controller pici 14000, defect of transformer, defect of internal power supply (dc/dc). The reported "pump stopped" occurred during use and could not be confirmed it was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from brazil that rotaflow stopped during use an emergency exchange was needed. No harm to any person was reported. Complaint ID: (B)(4).